Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Concomitant product: ID# 1845020, indigo otological angled attachment, sn# (B)(4), lot # 209797050. (B)(4). The device was received at the (B)(4) repair depot. Handpiece pre-repair functional testing at 60,000 rpm temperatures measured 195°f and 221°f at one minute, confirming the reported complaint [overheating]. The handpiece was noted to be noisy. The angled attachment was also tested but noted to be working well with no evidence of overheating.

Event description:
It was reported "at the first use of the indigo and the indigo angle attachment after the devices were delivered to the hospital, a user complained overheating. The event occurred during the tympanoplasty, and the procedure was completed with another device. The procedure was prolonged for 60 minutes. The time to overheating from the start of use was within 1 minute. There was backlash on rotation and the device started to overheat immediately. No patient impact has been reported."